Event description:
It was reported that intra-operatively, the physician could not reach the target position with the lead and sheath, which was reported as a patient anatomy issue. After repeated operation, the guide wire could not be inserted into the lead and the sheath's supporting force decreased. The physician elected to use a new lead and sheath to complete the procedure. No patient complications have been reported as a result of this event.